Event description:
Information received from the field notes that one day post implant, loss of atrial sensing was seen. The patient was in sinus rhythm at 90 bpm. The lead was successfully repositioned.